Event description:
Boston scientific crm received information in (B)(6) 2008 that this local sales representative contacted technical services to report that this implantable crt-d device was exhibiting a monitoring voltage of 2.62 volts at 30 months. The patient has an implantable transvenous unipolar lv lead with a programmed output of 3.0 volts at 1.0 ms. Boston scientific's technical services recommended a change to monthly follow-up. Subsequently, boston scientific crm received information that this device was electively explanted in (B)(6) 2010 due to normal battery depletion.

Event description:
Reporter alleged the customer obtained the results of 170 mg/dl and 900 mg/dl back to back within 10 minutes on the active s system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.